Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak, aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. Two aortic extender components (36 mm) were placed in the aneurysm first to prevent a type ii endoleak from the lumbar artery, then trunk ipsilateral leg endoprosthesis was implanted. On an unknown date, it was confirmed that the aneurysm had enlarged due to a type ii endoleak. Open aneurysmorrhaphy was planned. On (B)(6) 2024, a reintervention was performed. A stentgraft was added to the proximal side just below the renal artery to prevent a proximal type I endoleak although there was no type I endoleak, then open aneurysmorrhaphy was performed. The patient tolerated the procedure. The physician reported that the postoperative type ii endoleak occurred from another lumbar artery that was not covered by the aortic extender components. Reportedly that the aneurysm enlargement may have caused a recurrent type ii endoleak from a previously covered lumbar artery as well.